Manufacturer narrative:
Product complaint #: (B)(4). 510k: this report is for an unk - screws: cortex/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, no further action is required at this time. Complaint information is trended on a regular basis to determine if further investigation is warranted. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a fracture fixation for a shaft fracture utilizing va-lcp anterior plate. The patient suffering of impingement, recurrent pain/soreness post-operatively. Union was achieved after 10 weeks. Patient outcome is unknown. No further information is available. Concomitant devices reported: unk - screws: cortex (part# unknown; lot# unknown; quantity: 8). This complaint involves nine (9) devices. This report is for (1) unk - screws: cortex. This report is 5 of 9 for (B)(4).